Manufacturer narrative:
E2: no. The device was returned to olympus for evaluation. The most probable cause of the event can be traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review of the current product was conducted, and no problems were found. The device instructions for use (IFU) indicate: match all items in the package with the components shown below. Inspect each item for damage. If the camera head is damaged, a component is missing, or you have any questions, do not use the items; immediately contact olympus." Reference page 13 as per IFU. "If any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the camera head and solve the problem as described in section 5.2. ¿troubleshooting guide¿. If the problem still cannot be resolved, send the camera head to olympus for repair as described in section 5.4, ¿returning the camera head for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal when any irregularity be observed.¿ reference page 39 as per IFU. "Never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage." Reference page 39 as per IFU. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited rust and stains inside the charge-coupled device (ccd). There was no patient involvement.